Event description:
It was reported that pump insulin gauge displayed amount different than expected on previous day, showing a fill estimate of 70 units while caller expected about 30 units, and when caller attempted to withdraw insulin from cartridge there was no insulin remaining, with difference between displayed and expected values greater than 30 units. No information was provided regarding impact to customer¿s blood glucose level. Customer resolved issue by loading new cartridge, agreed to receive email with links to cartridge loading resources, and was advised by technical support to call back for troubleshooting if issue recurred, which caller acknowledged.